Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of headache,sleepiness,nasopharyngeal irritation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged a headaches, sleepiness, and nasal irritation while using the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. The external inspection of the devices found no evidence of thermal or physical damage. The internal inspection of the dreamstation found no evidence of foam degradation. Product investigation lab did observe dirt/dust contamination in the blower motor and assembly. The device does power up and provide flow. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The investigation by product investigation lab does not confirm the adverse events related to fsn uno complaint. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Please see section h3 and h6 for this updated coding and information.